Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. The last office follow-up was back in 2020. There has been a gap in the patient's data from latitude. Technical services asked if the latitude communicator has been unplugged. The clinic found that the communicator had been set to manually transmit and not to automatic. There were no additional adverse patient effects. The system remains implanted.